Event description:
Customer's mother reported that her son's blood glucose was 485 mg/dl. She also inquired about an open circle pattern on her son's insulin pump. She was assisted with turning off the pattern since it was programmed by a health care professional. The mother also stated that the patterns was set at 0.00. The mother was advised that it means her son was not receiving his basal insulin during the night. The mother stated this was the reason her son was having high blood glucose and ketones. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.